Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿scratches on the tip¿ were not confirmed. The following findings were also noted during device evaluation: light guide and plastic distal end cover have a scratch, due to wear of angle wire, bending angle in up direction and the play of the up/down knob does not meet specifications, adhesive on the bending section has a white clouded area, and forceps channel port is shaved. The customer provided olympus the following information related to reprocessing of the device: 1.) The device was cleaned, disinfected and sterilized before returning to olympus. 2.) The customer was unable to identify when the foreign material adhered to the scope. 3.) The air/water nozzle was flushed with water and air. 4.) There were no abnormalities in the accessories used for reprocessing. 5.) The customer aspirated the water through the instrument/suction channel. 6.) It is unknown if the customer presoaked the endoscope with detergent solution. 7.) The customer wiped/brushed the instrument channel outlet with clean lint-free cloths, brushes, or sponges. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had scratches on the tip. Upon inspection and evaluation, foreign objects from forceps channel. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in ¿chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.